Manufacturer narrative:
The customer¿s report of a leak from the tubing was confirmed. Visual inspection of the set showed a 0.750¿ cut through the tubing at the engagement of the tubing to the female luer. Functional testing was not performed due to the obvious damage. The cause of the leak was the tubing being torn or cut at the tubing/female luer engagement. The cause of the cut is unknown.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak from the tubing during an unspecified infusion. The tubing was replaced and the infusion completed without incident; there was no patient harm.